Event description:
The user facility reported that a patient was implanted with a impella cp for support for cardiac arrest. An impella cp was placed via radiofrequency ablation in usual fashion without issue. Purge system blocked alarm unresolved after initial troubleshooting. Tissue plasminogen activator purge protocol was used and successfully resolved the alarm. High purge pressure was noted. The impella was successfully weaned and explanted. One unit of packed red blood cells was being transfused. The physician held pressure for 25 minutes and a femstop was placed for an additional forty minutes. Distal pulses were present with doppler. Additional information was received. The patient received blood but their was no bleeding complications in this case that were impella related.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.